Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer initially reported that the rad-57 - digital screen is not working. It was later reported that there were segments missing on the display. No patient incident or consequences were reported.